Manufacturer narrative:
(B)(4).

Event description:
The pt was receiving very little benefit from his implantable neurostimulator (ins). The pt wanted his ins explanted because of the lack of benefit and so that he could have an MRI. The ins and lead were explanted. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.